Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, "add gel/replace belt" messages, adjust belt messages) has been confirmed. Upon investigation the electrode belt ECG a and b to front te cable was cut, damaging wires in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's belt was damaged and patient was receiving "add gel/replace belt" and adjust belt messages.